Event description:
It was reported that the patient the patient's second pump was faulty. The patient almost had a stroke, was "withdrawing" and was hospitalized. The patient went to the hospital because their left side went numb during that period, it was later stated that the whole "right side went numb). The nurse had pulled "20cc" out from the patients pump 3 months after the pump had been implanted. It was discovered that the pump was not infusing. Additional information was reported that the 2nd pump never worked for the patient. It had malfunctioned. It was noted that at the surgery the computer showed the pump was working. The patient went "cold turkey" through withdrawal for 3 months. The patient had contacted their healthcare provider (hcp) and they put her on strong "hard" medications. The event occurred exactly 7 years after the first pump was put in. The patient's current pump was working great and the patient reported no problems with current pump.

Event description:
It was reported that there was a volume discrepancy issue with the patient's pump and that the patient experienced withdrawal. The reporter stated that at the time of refill, the actual residual volume which was aspirated was only 19mls and "that is how they figured out something was wrong". It was unclear what the expected residual volume in the pump was. The patient stated that 'she had withdrawals and almost had a stroke'. It was not indicated what the withdrawal symptoms were. The medication in the pump was fentanyl. Additional information had been requested, however was not yet available at the time of report

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported withdrawal. It was stated "in 2011 when she got re-implanted with her second pump, it didn't work and she went through 3-4 months of withdrawal". The patient had "splitting headaches". The nurse told the patient she went "cold turkey" since she had 20cc's of medication left in the pump. It took 4-5 months to get a new pump. It was noted the pump had contained lidocaine and morphine, but, it was unclear if these drugs were in the pump at the time of the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).